Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that at a regular device follow-up session, a sharp drop in impedance was noted. As the device was nearing the time for replacement, the device was explanted and replaced. During the procedure, the leads were measured and found to have normal operation. No patient complications have been reported as a result of this event.